Event description:
The customer observed false reactive alinity I anti-hbs results for a 34-year-old male patient, hospitalized in the for an open wound on the elbow. The patient denied ever having been infected with hepatitis b or having a blood transfusion record. The user reported that the patient's specimen had lipemia. The following data was provided: anti-hbs 374.45 miu/ml (reactive), repeated 617.21 miu/ml (reactive). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p89 that has a similar product distributed in the us, list number 7p88, with 510k number p050051.

Manufacturer narrative:
Data and information provided by the customer confirms the complaint issue. Review of tracking and trending data for the alinity I anti-hbs assay did not identify an increase in complaints. Additionally, an increase in complaint activity was not identified for the reagent lot. Device history review did not identify issues associated with the customer¿s observation. The alinity anti-hbs reagent package insert states that overall specificity was estimated to be 99.67% (1,491/1,496) with a 95% confidence interval of 99.22% to 99.89%. Therefore, false positive results are possible. The overall performance of alinity I anti-hbs reagents in the field was reviewed. The review shows that the median patient result for lot 65756fz00, of which 65756fz01 is a sublot, falls within +/-2sd of the established baseline, indicating the reagent lot is performing acceptably on market. A review of the labelling addresses the customer's issue. Based on the results of this investigation, alinity I anti-hbs lot 65756fz01, is performing as expected. No malfunction was identified. Based on the information within the complaint record, the device met performance specifications at the customer site and otherwise performed as intended at the customer site. A systemic issue was not identified.

Event description:
The customer observed false reactive alinity I anti-hbs results for a 34-year-old male patient, hospitalized in the for an open wound on the elbow. The patient denied ever having been infected with hepatitis b or having a blood transfusion record. The user reported that the patient's specimen had lipemia. The following data was provided: anti-hbs 374.45 miu/ml (reactive), repeated 617.21 miu/ml (reactive). No impact to patient management was reported.